Event description:
It was reported that before using bd vacutainer® push button blood collection set, the needle retraction button found to be pressed from the start and the tubing was cut in the middle of one device. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jun-2025. Investigation summary: bd received seven samples and 11 photos for investigation related to lot numbers 4030227. Evaluation of the photos shows samples exhibited both reported issues. Upon visual inspection, one of the returned samples failed due to severed tubing. Additionally, 100 retained samples from the same lots were evaluated through visual inspections for severed tubing and preactivation. All retained samples passed the inspections with no defects observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4030227, for the indicated failure modes: preactivation and severed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® push button blood collection set, the needle retraction button found to be pressed from the start and the tubing was cut in the middle of one device. There was no health impact or consequence reported.